Manufacturer narrative:
The initial reporter indicated that possible misalignment of the driver with the screw contributed to the stripping, as well as extremely hard bone quality. A review of the DHR indicates that no discrepancies were noted which would have contributed to the reported event. A review of (B)(4) indicates adequate instruction for use of the drivers to insert a screw.

Event description:
During the procedure, the screw would not advance completely into the plate, additional force was required in an attempt to drive the screw. The screw was stripped during attempted implantation. Surgery was extended approximately fifteen minutes in order to remove the screw with pliers and implant another screw. Surgery was completed successfully without further incident.